Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/08/2016 with the following findings: multiple unexplained power on reset events were observed on (B)(6) 2016. There was no damage found to the battery compartment. The battery cap was not returned; therefore, a test battery cap was used. The test battery cap secured tightly to the pump. During testing, the ez-prime¿ steps were performed correctly with no power interruptions. The product performed within specification. The pump¿s cover was removed; no intermittent conditions were found to the printed circuit board or to the continued glucose monitoring module. The reported ¿no power¿ complaint was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This is reportable because the user may be unaware that the pump has lost power, leading to under delivery.